Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead displayed a continuous gradual impedance increase to a high level, and a continuous gradual threshold increase to a high level. It was also noted that in the past there was noise on the ra lead. The physician will review the patient's file and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.